Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The pump was received with normal operating currents. It was noted that no damage was found on c13/lcd isolation tape. The pump was also received with a minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched display window.

Event description:
The customer reported via phone call that the screen was blank on the insulin pump. Customer's blood glucose was at 600 mg/dl for 6 hours. Customer's blood glucose was 347 mg/dl at the time of the incident. Customer stated that the pump does not show any signs of physical damage. Troubleshooting was performed but the display did not return. Customer stated that he had changed the battery but the screen is still blank. Customer treated his high blood glucose with the pump and declined troubleshooting for his blood glucose. Customer stated that he is sure that the pump is giving insulin for the reservoir has less insulin than when he filled it. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.